Manufacturer narrative:
Investigation: the product is not available for investigation. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: based on the quality standards we exclude a material or manufacturer error. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). During a laparoscopic surgery for bilateral annessiectomy and lymphadenectomy, detachment of a small ceramic part of the maryland zipper pinch. The detached part has been removed from the abdomen. Maryland pinch was replaced with another one.